Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was programmed with test gst 3c link and test plug simulator. Pump was unable to verify unexpected suspend and unable to communicate properly with the transmitter, problem isolated on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm and received change sensor alarm. It was reported that they had to change sensor because it stopped working after three days, when inserting a new sensor it kept dropping sensor glucose to 2.2 mmol/l and blood glucose was 5.5 mmol/l, suspended sensor glucose to 2.2 mmol/l below and after calibrated then it came up with sg value not available alert, sensor glucose value 5.3 mmol/l with arrows pointing down blood glucose 6 mmol/l. Then calibrated again and suspended delivery, then gave alert saying sensor glucose was 2.6 mmol/l, but blood glucose was 6.2 mmol/l then calibrated and right now it said below sensor glucose 2.2 mmol/l and then it said second calibration was not accepted change sensor alert. The product will not be returned for analysis.